Event description:
Device 3 of 3. Reference MFR. Report# 1627487-2018-12798, reference MFR. Report# 1627487-2018-12800. It was reported the patient experienced redness and swelling located at the lead incision site post implant. As a result, the implanting physician prescribed the patient antibiotics. Later, the patient visited an infectious disease physician whom prescribed the patient oral antibiotics. In turn, reportedly the infection appeared to be better.